Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail calcar reamer has a burnt tip and produced metal debris during reaming.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination all available photographs were reviewed, and the complaint can¿t be confirmed. Visual inspection of the photographs does not show broken pieces, in the image it can see burnt tissue that it may be per wear and tear of the equipment, however without the physical product the complaint can't be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination all available photographs were reviewed, and the complaint can¿t be confirmed. Visual inspection of the photographs does not show broken pieces, in the image it can see burnt tissue that it may be per wear and tear of the equipment, however without the physical product the complaint can't be confirmed depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. All available photographs were reviewed, and the complaint can¿t be confirmed. Visual inspection of the photographs does not show broken pieces, in the image it can see burnt tissue that it may be per wear and tear of the equipment, however without the physical product the complaint can't be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.